Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the tubing was frayed near the pump. The device was explanted and replaced. No other adverse patient effects were reported.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2016 and removed/replaced on (B)(6) 2021 due to the tubing was frayed near the pump.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted on the inlet tube of the pump at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubes. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. Groups of separations, indicating contact with unshod instrumentation, were noted on the inlet tube of the reservoir. These were sites of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the inlet tube of pump to separate the inlet tubing near the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations aer not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.